Event description:
During bilateral frontalis sling repair silicone implant that was being placed broke in half. When trying to use remaining piece it broke as well. No injury to patient. Implant was removed from field.